Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2, e3, and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to rubber having leakage and water invading the subject device during user handling which caused abnormality in electronic components. Also, there was physical stress that was applied to insertion and charge coupled device unit was damaged during user handling. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image" "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope was leaking and showed error code 216. The issue was found during reprocessing. There was no report of delay or patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found leakage and a scope communication error of e216. Additional evaluation findings were as follows: the bending section cover had a hole/cut and was leaking and the glue was lifted, the forceps passage had a restriction with the insertion tube which was damaged with dents, bites was squashed, and issues with the insulation, the scope connector ethylene oxide valve was loose and the device also had low angulation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.